Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent was damaged on the mid-section of the stent with stent struts on row 12 from the distal end of the stent lifted and pulled distally. The outer stent diameter of the undamaged part of the stent was measured and is within the maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 23jan2017. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the mid left anterior descending (lad) artery. Following pre-dilation, a 3.00 x 28 synergy¿ stent was advanced to but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.